Manufacturer narrative:
Additional information: (date MFR rec) .correction: (device available for evaluation). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic appendectomy, with a handle and reload, the stapler was able to fire, but the cartridge could not fully close, it stayed open about 3-5 mm when tried to insert into the trocar port. Another load was used but same issue occurred. In order to resolve the issue, a new tri-staple cartridge was used with the same handle. There was no patient injury.